Event description:
It was reported that during a percutaneous coronary intervention procedure a balloon rupture occurred. The 99% stenosed lesion was located in the proximal to mid left anterior descending artery. The 3.00x30mm apex monorail balloon ruptured on the third inflation at twelve atmospheres. The balloon was removed intact. The procedure was competed with a different device. The patient status is listed as good with no complications reported.

Manufacturer narrative:
(B)(4): it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)